Event description:
It was reported that the customer's pump would not turn on. During troubleshooting it was discovered the pump was in storage mode. Cts helped customer remove pump from storage mode. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.